Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy procedure. The seal expands on the first use of a 10 mm instrument and then go to a 5 mm instrument. It will be a great gas leak when using a 5 mm instrument. To resolve the issue and complete the case, needed to change the seal membrane to a different product to make the trocar stop leaking gas.